Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm peek multifunction handle, it was confirmed that the insulation had been cracked at the distal end of the shaft. Also noticed, were dings and scratches throughout the shaft. The 5mm peek multifunction handle failed the insulation integrity test. The probable root cause/s could be user mishandling or user excessive force, due to the 5mm peek multifunction handle having been cracked at the distal end. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation had been compromised.